Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found by visual inspection of the lead found external insulation abrasion that breached the optim sheath with intact silicone insulation underneath proximal to suture sleeve tie impression. The cause of external insulation abrasion is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.